Event description:
It was reported that the patient's device was interrogated and it was observed there was low impedance and high thresholds on the right ventricular (rv) lead. The lead will be monitored until a changeout in two months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID vedr01 implantable pulse generator (ipg), implanted: (B)(6) 2008; 1388t competitor implantable pacing lead, implanted: (B)(6) 2011.